Event description:
(B)(6) -the dealer reported that the tdxsp-cg power wheelchair mode switch for the tilt recline function was not staying set, and it kept jumping back to drive mode. There was no patient injury reported.